Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wings on the suture sleeve associated with the right atrial (ra) lead and the right ventricular (rv) lead had rotated towards the skin resulting in discomfort and protrusion through the skin. Both 'wings' from the suture sleeves were clipped and the leads repositioned within the pocket. No further patient complications have been reported as a result of this event.